Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd nexiva single port, 18g x 1.25" leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the catheter was inserted and when the needle was pulled out, the blood came out there. It did not come out from the pigtail part where the cap is placed.

Manufacturer narrative:
Address information was not able to be obtained; therefore, nj was used as a place holder. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva single port, 18g x 1.25" leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the catheter was inserted and when the needle was pulled out, the blood came out there. It did not come out from the pigtail part where the cap is placed.